Manufacturer narrative:
Findings: unit received with a critical pump error (open book error) and pump error found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with cracked case on the back at the battery tube area. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a critical pump error alarm. She said that she was waiting in the water and that there was a hairline crack in the casing of the pump. Her blood glucose was 99 mg/dl. She said that the critical pump error image appeared on the screen. The customer was advised that the pump needed to be replaced. The insulin pump will be returning for analysis.